Event description:
It was reported that on an unknown, a 21mm epic plus supra valve was implanted in the patient. After the implant, the patient presented with mediastinitis. While hospitalized for treatment starting around march 10, exertional dyspnea was reported. An echocardiographic examination was performed, which revealed the presence of a shunt between the right atrium and the left ventricle. As c-reactive protein levels and the white blood cell count were also elevated, antibiotic therapy was initiated. After inflammatory markers decreased, reoperation was performed to close the shunt. During surgery, because the shunt was located close to the prosthetic valve implantation site, removal of the prosthetic valve was required. When re-replacement was attempted, vegetation-like material was observed on the valve leaflets, and re¿valve replacement with a new prosthetic valve was therefore performed. It is suspected that infective endocarditis may also have developed in association with the mediastinitis. Although no prosthetic valve dysfunction was detected on echocardiography, the presence of adherent material on the valve leaflets suggested the possibility of prosthetic valve endocarditis (pve), and further analysis is requested. The causative organism of the mediastinitis was identified as methicillin-resistant staphylococcus aureus (mrsa).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.